Manufacturer narrative:
Tandem's t:slim x2 g5 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge intermittently displayed multiple, inaccurate fill estimates of 60 units and remained static. Reportedly, the cartridge was filled with 300 units of insulin. At the time of the reported event, insulin gauge displayed an accurate fill estimate. Reportedly, the customer delivered too many units for the amount of carbohydrates consumed, and experienced a blood glucose (bg) level of 50 mg/dl. Carbohydrates were consumed to treat bg level.